Manufacturer narrative:
Correction made to g5: PMA/510k #: k071222 (previously na). H4: the lot was manufactured from december 18, 2019 - december 19, 2019. H10: the actual samples were not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed residual fluid inside the device bladder. Due to the nature of the sample, no additional testing could be performed. Therefore, the reported event could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are three (3) large volume infusors underinfused medication to the patient. The devices had not administered the medication completely after 27 hours of deliver time and still had a greater than 15% residual. The sets were filled with 18000mg piperacillin / tazobactam in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.